Event description:
It was reported that there was corrosive damage in the battery holder of the mobile power unit (mpu). One rubber foot was missing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected manufacturer¿s investigation conclusion: the reported events of damage to the housing and one of the alkaline batteries leaking within the battery compartment were confirmed during visual inspection of the mobile power unit (serial number: (B)(6)). The battery holder and rubber were replaced. The unit was then functionally tested and found to perform as intended. Preventative maintenance was performed, and the serviced unit was returned to the rental pool after passing all tests per procedure. A root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 24may2018. The heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿ explains how to properly care for all equipment, including the mobile power unit. It is noted that if the mobile power unit is left in storage for a long period of time with the batteries installed, the alkaline batteries may corrode. If corrosion is observed, the condition should be reported to thoratec corporation. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. It is also mentioned in the six-month safety checklist that the mobile power unit batteries should be replaced. The heartmate 3 instructions for use (IFU) (rev. G) section 3, entitled ¿powering the system¿ provided instructions installing or replacing the mobile power unit batteries. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.